Event description:
On 3/18/97, the MFR received a medwatch report which stated the following info: malfunction device, catheter broke in half. Part was removed down in x-ray, part was removed in or. No further details were provided at this time.